Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4 and baseline gradient of 7 mmhg. One clip (cds0701-xtw, 91021u124) was implanted and gradient increased to 8 mmhg and mr grade was moderate. A second clip (cds0601-xtr, 91021u127) was advanced and placed but gradient increased to 15 mmhg; therefore, the clip-xtr was removed and gradient returned to 8 mmhg. A third clip (cds0601-ntr, 90924u193) was deployed, reducing mr but gradient increased to 11 mmhg. Two clips implanted, reducing mr to 2. The physician felt this was the best option for the patient given the circumstances. It is unknown why the baseline gradient was high. There were no device issues. It was later reported that the patient became very bradycardic and expired. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported mitral stenosis appears to be related to patient conditions. A cause for the bradycardia and death however, cannot be determined. The reported patient effects of arrhythmias (bradycardia), mitral stenosis and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.